Manufacturer narrative:
There was no reported device malfunction and the device was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. The reported patient effect of angina is listed in instructions for use (IFU) everolimus eluting coronary stent systems xience sierra as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2020 the patient presented with non-st elevated myocardial infarction (nstemi). Two (2.75x38mm, 3.0x15mm) xience sierra drug eluting stents (des) were implanted. On (B)(6) 2021, the patient was re-hospitalized with chest pain. It is unknown what treatment was performed and what the final patient outcome was. No additional information was provided.